Event description:
Pt in ER for scalp laceration. Area shaved and prepped. 5 staples applied with skin stapler. Gun failed - 1st and 4th staples (of 5) had to be removed from scalp with staple remover. It failed to release from gun properly. Pt previously prepped with lidocaine. No pain or adverse effect to pt.